Event description:
It was reported that during an infusion, cefepime 2g/50 ml was being administered at a rate of 100ml/hr. On (B)(6) at 16:49. The pump infused the bag over 7 minutes instead of 30 minutes. The drug is approved to be administered IV push over 5 minutes. The nurse noted that the pump was programmed correctly. There was no patient impact.

Manufacturer narrative:
The customer-reported event that a bag of cefepime 2g/50 ml infused over 7 minutes instead of 30 minutes could not be determined through log review. ¿ the log review shows that the pcu received a remote IV command, and an infusion was programmed at a rate of 100 ml/h with a vtbi of 50 ml, which is a 30 minute infusion. ¿ per the log review, the drug infused for 1 minute, then was interrupted by the pump alarming for patient side occlusion, and the pump was restarted. O after 6 minutes, the pump alarmed again for patient side occlusion, and was again restarted. O after 2 minutes, the pump alarmed for air in line and was restarted, then immediately channeled off. ¿ the total volume infused was 11.407 ml ¿ the actual bag volume could not be ascertained from the event logs. ¿ devices were not returned for an investigation, so could not determine if devices met specifications. The root cause of the customer-reported event that a bag of cefepime 2g/50 ml infused over 7 minutes instead of 30 minutes could not be identified. H3 other text : log review only

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that during an infusion, cefepime 2 g/50 ml was being administered at a rate of 100 ml/hr on (B)(6) 2019 at 16:49. The pump infused the bag over 7 minutes instead of 30 minutes. The drug was able to be administered IV push over 5 minutes. The nurse noted that the pump was programmed correctly. There was no patient impact.